Event description:
A doctor reported to baxter an issue of leakage, that was found around the twist clamp of the transfer set. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a cut in the tubing noted. Leak testing was performed with a cut in the tubing noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been received, however the evaluation has not yet been completed. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed